Event description:
It was reported that a patient presented to the clinic on (B)(6) 2022 for a right ventricular (rv) lead replacement procedure due to lead noise. The noise was being recorded as episodes of high ventricular rate and noise reversion. The lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.